Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested, but is confirmed to be unavailable. This is the second of two reports from this facility. (B)(4).

Event description:
A nurse reported that multiple knives were blunt during surgery on unknown surgery dates. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
Ten knife samples were received in unopened blisters for the report of being blunt. The samples were visually inspected and were found to be conforming. The samples were functionally tested for penetration and were found to be conforming. Customer photos were attached to the parent complaint. Photo number one is of four partial lidstocks. Photo numbers two and three are of partial labels from the knife carton. No information regarding the actual complaint issue could be obtained from the photos. The returned unopened samples were found to be conforming therefore, blunt blades as described in the complaint were not confirmed. A root cause cannot be determined for the complaint as described by the customer since the actual complaint samples were not returned. No action was taken as the returned unopened slit knives were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).